Event description:
It was reported that when an asymptomatic patient presented via merlin transmission, post-paced t-wave oversensing was observed. The device was reprogrammed and the issue was resolved. The patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.